Event description:
It was reported that a home patient contacted a hospital to state that their renasys device was showing a leakage alarm. When the nurse attended there was no suction on the dressing. The dressing was replaced with an alternative.